Event description:
It was reported that a patient had an ablation procedure on (B)(6) 2026 and upon interrogating the right atrium leadless pacemaker (ralp) it was noted that there was a power on reset on the device, the battery longevity decreased, likely due to electromagnetic interference. No changes or interventions were reported. The patient condition was not reported.